Event description:
The account reported the bed exit will not set. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech support rep asked the account to zero the bed scale. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account zeroed the bed scale and the bed now functions as designed. No repair was needed, this was user error. Based on this info, no further action is required.